Event description:
The customer had nausea and was hospitalized for high bgs and dka. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The customer stated that they notice when the pump rewinds it makes a grinding noise and the rod wobbles.